Event description:
The healthcare provider and the consumer reported the left implantable neurostimulator (ins) was turning off and had impedance issues. The right ins was noted to be fine and the impedances were within range. It was indicated besides the allegation of the left ins turning off, the therapy was fine and the ins's were working appropriately. The patient was last seen (B)(6) 2016 and the impedances were fine. The caller reported the c-0 electrode impedance was 2125 ohms and the therapy impedance (c+ 0-) was 1953 ohms. There have been no medical test or emi exposures. It was indicated one instance of the ins turning off happened at home and the patient had checked the ins with the recharger. It had full charge, but then later, felt something was not right. The patient saw the ins still had about half charge left, but the ins was off. No error codes/messages were noticed. There were no trauma/falls that could be related to the issue. No symptoms were reported. The event date was noted to have occurred prior to the (B)(6) appointment but the last occurrence was about a week ago. The patient's indication for use was depression.

Event description:
Additional information received via the consumer reported actions/interventions were taken some 2 months ago but was not sure. As soon as the patient had noticed the device had shut off, it was easily restarted with the programmer. The cause was unknown. It had happened [illegible] left side at about the half charge mark. The patient was unsure if the ins turning off had been resolved and indicated time would tell. The patient noted if the charger had an icon flash when a shut off had occurred, patients would know a lot sooner of a problem.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the left side ins had shut down once by itself since the last visit. Impedances were just above normal at the last check and not suggestive of lead breaks or major issues. It was noted the impedance was not likely related to the device shutting down. It was also noted that the patient was obese. Concomitant medication at the time of the event includes: amitriptyline 100 mg qd, isocarboxazid 40 mg qd, pramipexole 1 mg qd, amphetamine-dextroamphetamine 40 mg qd, modafinil 200 mg qd, atorvastatin calcium 20 qd, calcium carbonate - vitamin d, lisinopril, omega-3 fatty acids (fish oil) 1000 mg qd, testosterone 20.25 mg/act 81 mg gel applied to affected area qd, lyrica.